Manufacturer narrative:
(B)(4). There was additional information received from the customer regarding patient involvement/injury along with products/devices used with the baxter spectrum pump. All the additional information is reflected in b5.

Event description:
New information from the customer: it is the units policy to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. Additional information was provided by the customer regarding clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp/non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Event description:
It was reported that a spectrum pump underinfused while infusion busulfan at 159ml/hr with a vtbi of 477ml. It was reported that the infusion took 20 minutes longer than programmed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned for baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.